Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned dislodged from the balloon and the entire length of the stent implant was mangled. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent implant was returned. Analysis of the device was not possible. Unique device identifier (UDI): (B)(4). The stent implant was returned. The catheter portion of the stent delivery system was not returned; therefore, a failure analysis of the complaint device could not be completed. The reported issues appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a herculink stent delivery system (sds), failed to cross the moderately tortuous, renal artery, mildly calcified lesion and the stent dislodged from the delivery system. The device failed to cross the lesion due to anatomy. The delivery system was removed, without reported issue, and the dislodged stent was removed via snare. Another herculink stent was successfully deployed. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.